Event description:
It was reported that one infusor elastomeric device contained a black fiber on the surface of the reservoir. This observation was made prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection revealed a black particle on the surface of the bladder. This confirmed the reported condition. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: facility name - (B)(6). The lot number 13d021 was manufactured april 16, 2013 - april 18, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.